Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). This report is for unknown screw/unknown quantity/unknown lot. UDI: unknown part number, UDI is unavailable. (B)(6). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: fuchs, m., a. Losch, and k. M. Stürmer. "The cannulated blade plate 90 degrees for displaced proximal humeral fractures in elderly patients." Zentralbl chir 128 (2003): 22-27. (B)(4). The purpose of the study was to analyze the results of proximal humerus fractures treated with a blade plate in elderly patients. Between 6/1998 and 12/ 1999, 20 patients (12 female, 8 male) between 65-92 years (average 75) were treated with the cannulated blade plate 90° (synthes). The radiological results of all patients were evaluated up to the end of the treatment and in 13 patients a clinical follow-up (median 8 months) was obtained. A (B)(6) female had a slightly loosened screw. This report 2 of 7 for (B)(4). This report is for unknown screws.